Event description:
Device is at ere after 4 months of implant. Ram dump was taken and cu reset was attempted. Device remained at ere. Explanted was recommended. At the moment, device is still implanted. '